Manufacturer narrative:
Continuation of concomitant products: product ID 24950d1, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor had a unsuccessful daily wireless audit (dwa). It was verified that no troubleshooting was done. The patient was advised to call the clinic and have a device check due to depleted battery life. The device remains in use. No patient complications have been reported as a result of this event.